Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 3.5x38mm xience alpine stent was used to treat the damaged 3.5x18mm alpine stent and a 2.75x12mm xience alpine stent was implanted to bail out dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided. The 2.75x12mm and 3.50x18mm xience alpine devices referenced are being filed under a separate medwatch MFR number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). After pre-dilatation with a 2.75x20mm non-abbott balloon dilatation catheter (bdc) at 8 atmospheres (atm), a 2.75x38mm xience alpine stent was implanted in the lad and a 3.5x18mm xience alpine stent was implanted proximal to the first implanted stent. A 2.75x12mm xience alpine rx stent delivery system (sds) was advanced to cover a dissection located near the first implanted xience alpine; however, the stent became entrapped on the second implanted stent. A 3x12mm trek rx bdc was advanced toward the entrapped stents and used to release the devices by inflating the balloon to 6 atm. Dilatation of the left main artery (lmt) was also performed. The xience alpine was pulled into an unspecified guide catheter, but it was unable to pull any further and the stent dislodged from the balloon when the sds was pulled with force. A snare device hooked the dislodged stent but the snare device separated into two when the device was pulled. A second snare device hooked the dislodged stent but it was unable to pull the dislodged stent and separated snare device out of the guide catheter. Thus, the dislodged stent and separated snare device were removed from the patient anatomy as a single unit. Reportedly the 3.5x18mm alpine stent seemed deformed (stretched) via angiography and it was also confirmed via intravascular ultrasound (ivus) that the distance between the cells of the stent struts were largely spaced.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device is not returning. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed the 2.75x12mm xience alpine stent was returned inside the stretched 3.5x18mm xience alpine stent. It was confirmed that the physician did not know the 3.5x18mm alpine stent was explanted. No additional information was provided.